Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported image resolution poor resulting in single leaflet device attachment (slda) was related to procedural conditions as imaging was reported to be challenging. There is no indication of a product issue with respect to manufacture, design or labeling. Mitral valve insufficiency/ regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+,a flail, a posterior cleft, and mitral annulus calcification (mac). One clip was implanted, reducing mr to a grade of 1-2. The physician stated imaging was challenging during the procedure. On (B)(6) 2023, echocardiography was performed as the patient experienced shortness of breath. It was observed the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2023, an additional mitraclip procedure was performed. One clip was successfully implanted, stabilizing the slda and reducing mr to a grade of 2. No additional information was provided.